Event description:
The customer reported excessive no delivery alarms. Explained the alarm is most often caused by a site / set occlusion. Recommended changing the infusion set. Troubleshooting revealed the customer had discovered two bent cannulas.